Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 334 mg/dl after overtreating a prior hypoglycemic episode. The agent advised waiting for the system-delivered correction bolus to take effect and to reassess after 90 minutes. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to user overtreating hypoglycemia, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.